Event description:
It was reported that the user stopped receiving continuous glucose readings on the ilet bionic pancreas when the connected dexcom g7 continuous glucose monitor (cgm) sensor displayed a start sensor prompt, after which the user re-entered the pairing code and initiated a new sensor warmup per troubleshooting guidance. Symptoms included temporary unavailability of continuous glucose data with no reported adverse clinical symptoms. Outcomes included restoration of data flow with no health impact. User support included troubleshooting and education regarding sensor pairing and warmup timing. Investigation of this case revealed a cgm communication interruption that was resolved through re-pairing and sensor restart, consistent with transient signal loss attributable to the cgm-sensor interface rather than an ilet pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable sensor communication loss associated with cgm pairing and warmup workflow.